Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device and verified the reported issue.  Physio then replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed therapy pcb assembly and determined that the cause of the reported issue was an electrically shorted diode, designator cr30.  The diode was shorted form pins 5 to 9.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device had given an "abnormal energy delivery" message and had a service indicator present.  Further inspection showed that the device had logged an event code that is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform resulting in a monophasic shock.   There was no patient use associated with the reported event.